Manufacturer narrative:
The ge rep performed an onsite investigation. The locking assembly was repaired and the leg extension was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the bed on the 2800 system would not lock and that the leg extension cannot be removed from the table. No pt injury was reported.